Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device and was able to continue pacing the patient without issue.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative went onsite to troubleshoot. The customer's device was equipped with a one-step complete multi-function cable connector as well as an ECG connector. The ECG connector is designed to be used with the one-step "complete" electrode pads which contain a "p" lead for the specific purpose of obtaining the ECG rhythm during pacing. The zoll rep found that both of the connectors were connected to the device. However, the customer was using one step "basic" (not "complete") electrodes which do not have the specific "p" lead. The zoll rep determined that the separate 3 lead ECG cable that was connected to the patient, was not connected to the device. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device and was able to continue pacing the patient without issue.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Patient code.